Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: 3/14/2021 section h3. Device evaluated by manufacturer? Yes device evaluation: the pcb00 preloaded device was received in the carton box. The cartridge component was observed correctly engaged into the preloaded unit. Visual inspection using magnification was performed. The lens was observed in the preloaded lens cavity. No residues of lubricant were observed in the unit. There are no signs of used product. During sample evaluation, the product was disassembled and no damages were observed in the lens and/or in the preloaded that could impair functionality in the device. The reported issue was not confirmed. No product deficiency was identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product is not available. Therefore, the sample evaluation could not be performed, and the reported issue could not be verified. No product deficiency identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed one additional complaint received for this production order. The complaint was not confirmed as manufacturing problem.. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted hence not removed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded product had lens damaged. No other information was provided.